Manufacturer narrative:
The conclusion code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patient with implantable neurostimulator (ins). The indication for implant was unknown. It was reported that the implant site looked infected. There was some drainage at the site. The infection was not confirmed by the healthcare provider. The patient was redirected to the emergency room for further evaluation. No further complications were reported/anticipated. The indication for implant was unknown.